Event description:
Reporter indicated that vns pt had passed away. Cause of death is not known at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.

Event description:
Further follow-up revealed that no autopsy was performed. Hospice care manager listed the cause of death as "chronic" respiratory failure/pneumonia". Nursing home director indicated that approximately 1 month prior to death the patient became very sick and was rushed to the hospital. The patient was then admitted to the hospital and stayed until death.

Event description:
Further follow-up revealed that the patient experienced a >25% reduction in seizures with vns therapy. Last known treating epileptologist indicated that he had not seen the patient recently, but that he does not believe that the ncp system was realted to the cause of death.